Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported her daughter was hospitalized for high blood glucose. She said the insulin pump was not giving her insulin. Customer's mother denied troubleshooting and stated the doctor wants the device replaced. Customer went to the hospital (B)(6) 2014 with a blood glucose over 600 mg/dl. She tried treating at home but her blood glucose would not come down. Customer had diabetic ketoacidosis. She was wearing the device when hospitalized. A replacement device was sent. Nothing further reported.